Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) alleging a battery charge issue with her onetouch verio iq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the battery charge issue with the meter started on (B)(6) 2015, at 7:30 am, when it did not turn on. The patient manages her diabetes with a combination of medications including metformin tablets and levemir and novolog insulins. She reported that she continued with her usual diabetes management routine in response to the alleged issue. She alleged that two days after the start of the issue, she developed symptoms of ¿light-head [and] vomiting¿. She denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the patient was not using the meter for the first time and there had been no misuse of the product. The patient was using the correct test strips. The patient did not notice the battery indicator or message per labeling appear prior to the meter not turning on. She was unable to perform a rapid charge. The meter did not turn on when a test strip was inserted per owner¿s manual or when the power button was pressed for at least 10 seconds. Based on the information provided, the cca¿s assessment was that there was an issue with the ac adapter/mini usb cable. Replacement products were sent to the patient. Based on the information provided, there is no indication the battery charge issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.